Event description:
A malfunction on the pump was reported with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, but the contact was not with the patient at the time and planned to perform the reset later when picking up the patient from school. They were advised to call back if the malfunction reoccurs after the reset.